Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had turned off without alert. The customer¿s blood glucose level was unknown. Customer stated that troubleshooting was performed. Customer stated that insulin pump did not alert low battery before turning off and he battery was not previously used in pump or another product. Customer stated that insulin pump was not bumped or dropped also there was no unattended alarms. Customer did not use back light feature frequently. Customer declined to damage in the battery cap. The insulin pump will not be return for analysis.